Event description:
The rptr stated that the device leaked during testing prior to use. There was no reported pt involvement. The leak was found during testing prior to pt usage.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.